Manufacturer narrative:
Device analysis: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's reported concern was confirmed. There were several instances in history each one was quickly followed by loss of power while running, the log also showed that after this, they had trouble powering the unit back up, instant power was down which was indication of weaker batteries. Ran battery test to verify current draw is within tolerance over time and found higher than normal current draw. Service will replace the motor for high current draw, which was draining the batteries faster than normal, potentially causing the loss of power and the error codes. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smiths medical cadd solis vip 2120 pump event log revealed system fault code 44 on four occasions. No patient adverse event reported.